Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. During a pump system check, a new cartridge was loaded and a minimum fill notification was received leading to an air leak being detected as the cause of the occlusions. The customer reported alternate therapy was available for insulin therapy.